Manufacturer narrative:
(B)(4). Batch # r5940k. Device analysis: the analysis results found that the cdh33a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic rectosigmoidectomy, the stapler cut but did not staple the posterior wall of the rectum. To complete the procedure, a new pocket suture and new rectal colon anastomosis were performed using another stapler. There was no change or consequence to the patient postoperative due to the event.